Manufacturer narrative:
The pump was evaluated by product analysis on (B)(4) 2012 as previously reported.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the 'up' and 'down' buttons are unresponsive. There is no additional information available at this time. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently unresponsive and required several presses to elicit a response. The bolus button was hard to push and the internal plug contact was misaligned. None of the keypad buttons have normal spring back or click. There was evidence of keypad contamination found under the key contacts.